Event description:
The pt reported that he has been experiencing occlusion alarms occurring about 12 hrs after he changes his infusion set. The pt reported that his blood glucose has elevated as high as 500 mg/dl when the occlusions occur. The pt did not report any symptoms associated with the elevated blood glucose or his normal blood glucose range. At the time of the call, the pt was not experiencing any occlusion errors. Attempts to contact the pt for further info were unsuccessful. The pt did not report requiring any medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.